Event description:
Reported received of an unrequested bolus dose. The pump was programmed to deliver morphine 1mg/ml in the pca only mode with a pca dose of 4mg, a patient lockout of 6-minutes, and no 4-hour limit set. After an unspecified length of time, the patient complained of feeling "too drowsy" and during nursing assessment, a self-delivery was reportedly noted "when the pump was bumped". The pump was removed from clinical service and therapy was resumed using a replacement pump. It was reported that there were no adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.